Event description:
Customer reported the alarm does not work with batteries, no additional information was provided. Customer did not provided the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found the alarm does not power on with batteries. However, when using an external power supply, the alarm powers up but does not sound when weight is off the sensor pad. The alarm does not sound when the sensor pad is detached (fail safe) from the alarm. Battery door is missing. Case is dented underneath the power switch. Green over mold is scuffed. (B)(4).